Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported multiple false positive architect stat troponin-I results for one patient. The following results were generated: on (B)(6) 2018 sample ID (B)(6) (plasma tube with gel): 3.47 ng/ml, retest with original kit 3.42 ng/ml and 3.37 ng/ml with a new kit of the same lot. Retest at an alternate facility on dimension exl troponin assay generated a negative 0.00 result. On (B)(6) 2018 new plasma sample with no gel: 3.34 ng/ml on original kit and 3.45 ng/ml with a new kit from the same lot. On (B)(6) 2018 serum tube: 1.84 ng/ml with new kit same lot. The patient was transferred to another facility and subsequent samples generated very low negative troponin results. The customer uses a cutoff of 0.3 ng/ml. Aside from the patient being transferred to an alternate facility no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect i1000sr analyzer, list 01l86-40, abbott manufacturing inc, irving, tx to only architet stat troponin-I, list 02k41-27, abbott laboratories, abbott park, il. Refer to MDR number 1415939-2018-0011 and all further information will be documented under that MDR number. Device evaluated by MFR: analyzer no longer a likely cause.